Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photo shows partial view of an unsealed product tray containing kit components. No visual anomalies were noted on the product packaging. Therefore, the investigation is inconclusive for the reported packaging problem issue as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the powerport m.r.I. Isp. Prior to the procedure, upon opening the package, a damaged area was observed on the sterile packaging, raising suspicion of contamination. Reportedly, a new set of implanted ports was unpacked and used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the preoperative procedure while on packaging inspection the undamaged packaging was found to be damaged, raising contamination concerns. A new set of implanted ports was unpacked and used to complete the procedure. There was no patient contact.